Event description:
I used renu multipurpose solution in 08/05 - 09/05. I bought the solution before I moved to another state. I developed a severe infection in both eyes. I was hospitalized for over a week. They put 4 different medicines in both eyes every hours on the hour. After I was released from the hosp I had to see my ophthalmologist weekly, and then bi-weekly and then monthly. When my infection finally healed I was left with a 2mm scar in the central vision of my left eye. I rec'd a corneal transplant in 02/06. It has been over 7 months and my eyesight is still not entirely healed with a corneal transplant, there is a very large percentage chance I will be left with an astigmatism and I may be more prone to cataracts.